Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump was received missing end cap sticker, cracked case at display window corners, cracked reservoir tube and minor scratches on lcd window.

Event description:
The father reported via phone call that the customer had a button error alarm. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.